Event description:
It was reported cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (LAAC) procedure was being performed following a pulse field ablation (PFA) procedure using a WATCHMAN TruSteer Access System (WAS) and a WATCHMAN FLX Pro LAA Closure Device and Delivery System (WDS). Following completion of the PFA procedure, transseptal access was lost. The physician experienced difficulty re-crossing the interatrial septum; however, access was eventually regained with a guidewire. Significant septal tenting was observed when advancing the dilator and WAS sheath across the septum. It was also noted that transesophageal echocardiography (TEE) imaging was challenging to obtain throughout the procedure. While attempting to obtain ultrasound imaging, the physician advanced into the left atrial appendage (LAA), presumably with the aid of fluoroscopic guidance. Following contrast injection, imaging showed that the WAS sheath and pigtail catheter were positioned too distally within the appendage. The physician was asked that the WAS sheath be moved to a more proximal position and contrast be reinjected. At that time, the patient's vitals dropped. The LAAC procedure was immediately aborted, and pericardiocentesis was performed to treat a pericardial effusion. The patient received transfusion of packed red blood cells and was transferred to open-heart surgery, where a perforation was identified and repaired. During the surgical procedure, an atrial clip was placed to treat the LAA. No additional complications were reported. The patient was stable following surgery and was recovering in the intensive care unit (ICU).

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.